Event description:
It was reported that during a laparoscopic gastric sleeve procedure, one of the firings with a green cartridge only stapled on one side of the cut line. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.